Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for an elective device upgrade procedure. Interrogation of the device prior to the procedure revealed that the right atrial lead had a high capture threshold. The lead was explanted and replaced, and the patient was in stable condition with no patient consequences.